Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 3.00mm x 8mm was returned for analysis. A visual and tactile inspection identified multiple kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear/rupture at distal section of the balloon. No issues identified with the outer or mid-shaft sections or the inner lumen of the device and with the bumper tip. Leakage testing was performed wherein the balloon could not be inflated due to 7mm longitudinal balloon tear or rupture at the distal section. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.